Manufacturer narrative:
The manufacturer previously received a report from health canada vigilance reporting program (hc reference #: (B)(4)) alleging a ventilator inoperative condition occurred. ''On three occasions, the trilogy ventilator has shown a maintenance code and shut down". There was no harm or injury reported. "The ventilator and remote alarm still continue to function and would alert staff to the issue". The device serial number provided for this claim is incorrect, and no information has been provided for the device equipment number. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, an updated final report will be filed.

Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer received a report from health canada vigilance reporting program (hc reference #: 001067944) alleging a ventilator inoperative condition occurred. ''On three occasions, the trilogy ventilator has shown a maintenance code and shut down". There was no harm or injury reported. "The ventilator and remote alarm still continue to function and would alert staff to the issue". The device serial number provided for this claim is incorrect, and no information has been provided for the device equipment number. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.